Event description:
It was reported that the customer had several error alarms during priming. A day later, the mother called back to report that, the customer was taken to the hospital due to high blood glucose. It was stated that the customer was disconnected from the insulin pump and could not control her glucose level.

Manufacturer narrative:
Analysis revealed the device had an alarm due to a faulty force sensor, which prevented further testing.